Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels of over 500 mg/dl. The following day the patient still had high blood glucose levels and went to the hospital. She was hospitalized due to hyperglycemia and diagnosed with positive ketones of 4.7. The patient was admitted to hospital on (B)(6) 2022 and was released on (B)(6) 2022. The doctors that have followed the patient, informed that the pump was not delivering insulin accurately and recommended the patient to use alternative treatment during a few days (insulin pen). On (B)(6) 2022 around 6:00pm, the patient started to use the pump again. Next day, the patient's blood glucose values increased at around 500 mg/dl and the customer was able to correct the values with insulin pen injection.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.